Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device manufacturing date is unavailable.RMA issued. Replacement perc ref cross pin frame #(B)(4) shipped to site 03/06/2014. Medtronic investigation of returned suspect device finds that the returned frame accepted a percutaneous pin without issue. The pin was inserted and released easily. With markers attached and fully seated the frame returned good geometry error and good divot error for two out of three divots. The divot on the face of the frame returned a high divot error. The divot is not damaged and sits fully seated on the face of the frame. No fault found - did not cause event. Device found to be fully functional.

Event description:
A medtronic representative reported that, while in a lumbar procedure, the surgeon was unable to remove the reference frame from the percutaneous pin. The frame and pin were removed from the patient altogether. The surgeon opted to halt the surgery as they were unable to finish exposure with the frame attached to the percutaneous pin. After the percutaneous pin and frame were removed, the site was able to detach the pin from the frame.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.